Event description:
It was reported that patient presented for an implant procedure. It was noted that the right atrial lead exhibited noise over-sensing. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of lead sensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.